Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and (B)(6) 2022, the patient was cooking when he experienced hypoglycemia and lost consciousness. The patient´s neighbor came and noticed that no one was answering the door so the neighbor opened the door and saw the patient on the floor. He called 911 and the paramedics arrived and treated the patient with glucagon and IV glucose. At some unspecified time of the event the cgm was reading 90 mg/dl and the blood glucose reading was 15 mg/dl. The patient was taken to the emergency room by ambulance, there is no information about the treatment provided at the hospital. The patient recovered and was discharged after 6 hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.